Event description:
At the end of a (B)(6) a nph low flow valve was implanted. The patient developed headaches and the doctor suspected that the nph valve was overstraining. At the end of october the valve was revised to a programmable valve. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.